Event description:
The field application specialist stated that the customer complained of discrepant ca2 calcium gen.2 results for approximately 30 patient samples on a cobas 8000 c 702 module. The customer provided an example of a discrepant ca2 result for 1 patient sample. For patient 1 the initial ca2 result was 6.7 mg/dl and the repeat result was 8.68 mg/dl. The sample was repeated on a different c 702 and ca2 result was 8.0 mg/dl. No erroneous results were reported outside of the laboratory for patient 1. The customer then questioned ca2 results for 29 patient samples. Of the 29 patient samples that were tested in duplicate, there were 12 patient samples that required corrected results. The customer provided an example of a discrepant ca2 result for an additional patient sample. For patient 2 the initial ca2 result was 7 mg/dl and the repeat result was 9 mg/dl. The customer was asked but did not provide what module the repeat result was tested on. There was no adverse event. The customer installed a new reagent cassette, calibrated, and ran qc. The qc was not acceptable. The customer recalibrated and the qc was acceptable. The ca2 reagent lot number was 30267501 with an expiration date of 28-feb-2019. The field service engineer (fse) checked the sample and reagent probe alignment that was acceptable. The fse checked the reaction cell wash and gear pump that was acceptable. The fse adjusted the reagent air pump flow. The customer ran qc that was acceptable. The investigation was unable to find a definitive root cause. The qc and calibration data was acceptable. The customer has not had issues since replacing the reagent cassette and the fse service visit.